Event description:
On 05/20/2011, the patient reported experiencing issues during insertion when she first began use of the infusion sets. She stated, the first 2 infusion sets she inserted manually did not insert properly and the cannula would "scrunch" up. She began using the insertion device and had no further issues. She stated, she experienced elevated blood glucose (value not provided) after the 3rd day of using the infusion set headset. She stated, she was aware to change the headset every 3 days but used a pervious type of infusion set headset for 5 days. The patient did not require treatment from a health care professional or second party to address the issue. Replacement product was sent. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.